Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "would not prime" (failure to prime); "system message displayed" (device displays error message). The nurse reported the system would not prime. A system message displayed and would not clear. Additional info received from the nurse stated the event occurred during set-up. The system was switched out to proceed with surgery. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the system message reported. The solenoid spacers and a loose washer were replaced and disposed of. The system was then tested and met all product specs. (B)(4).